Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. On the same day of the onset of the peritonitis, the patient was hospitalized for the event. On an unreported date, the patient started treatment with injection reflin (500 milligrams in each bag, intraperitoneally (ip)), injection fortum (500 milligrams each bag, ip), tablet flucon (150 milligrams, once daily and route of administration not reported) and tablet cifran (250 milligrams, twice daily and route of administration not reported) for peritonitis. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. Action taken with dianeal therapy was not reported. No further information available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.